Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, the balloon in the btt did not stay inflated/maintain air. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Update with corrected sections: lot # 25146315. Trackwise ID# (B)(4). The btt was returned to the factory for evaluation. An investigation was conducted on 10/23/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the btt body, as well as on the balloon. A cut was observed on the balloon midway between the top and bottom. No other visual defects were observed. An inflation test was unable to be conducted due to the tear on the balloon. Based on the returned condition of the device, the reported failure "inflation issue" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, the balloon in the btt did not stay inflated/maintain air. A replacement device was used to complete the procedure. The hospital did not report any patient effects.